Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please provide the lot number: unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sales rep about the device returning. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it received one needle-suture that pertains to product code sxpp1a301. During the visual assessment of the sample, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tabs were found to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2023 and barbed suture was used. During an unknown orthopedic surgery, the fixation tab came off the suture before use. There were no adverse consequences to the patient. Additional information was requested.